Manufacturer narrative:
Supplemental follow up number one identified evaluation code 10 which indicates the actual device involved in the incident was evaluated. Correction to evaluation code is 11. Evaluation code is 11 which indicates a device from the same lot of the actual device involved in the incident was evaluated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that there were no alarms, the cartridge cap was tight, and there was no damage to the pump. The reporter stated that 2 boxes of cartridges were used and that they were unsure if they were from the same lot number. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A retained sample from the same lot number was tested by product analysis on 12/20/2013. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force occlusion and loss of prime, cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.